Event description:
It was reported there was a handle leak. There were no adverse consequences to the pt reported.

Manufacturer narrative:
We are awaiting device return. When our evaluation has been completed, a follow up report will be submitted. Date report submitted to FDA by manufacturer: 12/03/2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.